Manufacturer narrative:
H10: received one used list# 123390488, primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. Lot# 811435h and one used list# ch3034, 5" (13 cm) bag spike adapter w/spiros, lot# unknown on september 17, 2020 for evaluation. The complaint of leakage can be confirmed on the returned one (1) used 123390488 primary plum set. The picture showed leakage from the vent plug juncture with the cap closed. As received there was cold form damage that deformed both the cap and base of the vent plug juncture. The set was leak tested per product specification. There was a leak observed from the vent plug juncture with the cap closed at the area of the deformation noted. The probable cause of the damaged observed on the vent plug juncture and subsequent leakage is typical of unintentional force being applied to the cap of the vent plug juncture during use. A batch record review was performed to lot# 81143-5h, list# 12339-0488 and no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a plumset that the customer reported a leak of etoposide. The customer stated the etoposide infused for 60 minutes and was followed by 0.9% normal saline. The leakage at the filter vent was observed shortly after the switch to normal saline there was patient involvement, however, no report of adverse event.